Event description:
It was reported that failure to aspirate occurred. During the procedure for lower limb arteriosclerosis obliterans, after preparing the lumen, a 2.1mm jetstream xc atherectomy catheter was used for atherectomy. At the initial stage of atherectomy, the liquid flow of the atherectomy catheter was normal, and there was an outflow of blood mixture and plaques. After about 10 minutes of atherectomy, angiography showed that the blood vessel was not unobstructed. Then, a larger cutter head was replaced for atherectomy. It was found that the liquid flow rate slowed down and there was no outflow of plaque and blood. Suspecting catheter blockage, the catheter was immediately withdrawn from the body. The aspiration of normal saline was normal during the external test. However, after reinserting it into the patient's body, it was found that the atherectomy could not be carried out. The physician tried several times but failed. Later, a different device was used to complete the procedure. There were no patient complications as a result of this event, and the patient condition following procedure was stable.

Manufacturer narrative:
Device evaluation by manufacturer: the device returned to boston scientific consisted of a jetstream atherectomy catheter. The device was visually and microscopically examined for any damage. Visual and microscopic examination revealed no damages. Functional testing was performed by inserting the device into a jetstream console. The device was able to prime and run as intended. Inspection of the remainder of the device, revealed no damage or irregularities. Product analysis could not confirm the failure to evacuate.

Event description:
It was reported that failure to aspirate occurred. During the procedure for lower limb arteriosclerosis obliterans, after preparing the lumen, a 2.1mm jetstream xc atherectomy catheter was used for atherectomy. At the initial stage of atherectomy, the liquid flow of the atherectomy catheter was normal, and there was an outflow of blood mixture and plaques. After about 10 minutes of atherectomy, angiography showed that the blood vessel was not unobstructed. Then, a larger cutter head was replaced for atherectomy. It was found that the liquid flow rate slowed down and there was no outflow of plaque and blood. Suspecting catheter blockage, the catheter was immediately withdrawn from the body. The aspiration of normal saline was normal during the external test. However, after reinserting it into the patient's body, it was found that the atherectomy could not be carried out. The physician tried several times but failed. Later, a different device was used to complete the procedure. There were no patient complications as a result of this event, and the patient condition following procedure was stable.